Event description:
It was reported the pump infused for over 6 hours. The pump was mis programmed, the patient received the antidote, at the time of the call, the patient was in the hospital for evaluation of chest pain, patient was experiencing side effects from the over infusion. The patient was adversely affected and required hospitalization.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is programming error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com

Manufacturer narrative:
While performing a review of file cc-0190595, it was discovered that the file was inadvertently assessed as malfunction. The patient was hospitalized and treated for adverse effects related to the complaint event. File cc-0190595 is now considered an adverse event.